Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. No device intervention was performed. Patient was stable and will continue to be monitored.